Event description:
Pt received left heart catheterization with left ventricular angiogram and right and left coronary angiogram, ptca and stent; initially tolerated procedure fairly well. Pt developed possible tamponade after transfer began from cath lab; expired after multiple attempts to resuscitate.